Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy effluent and slight abdominal pain without other illness symptoms. The patient was diagnosed with peritonitis. Remedial treatment was initiated following general peritonitis treatment protocol. On (B)(6) 2010, the abdominal pain aggravated but besides this, the patient was not sick. He had a lot of cloudy effluent, especially from the nutrineal bags. On (B)(6) 2010, nutrineal and antibiotics were stopped. The patient continued to use physioneal 1.36% (2l, 4x/day) and had no complaints. Nutrineal was not reintroduced. Per the reporter, the event was related to nutrineal or at least to the nutrineal lot number in use at that time (lot number not specified). The reporter did not specifically comment on the relationship between the event and physioneal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. (B)(4).